Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing were performed and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by stomach pains. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin (1.2 gm, one day, route and frequency not reported) and cefazolin (1.6 gm, route and frequency not reported) for the event. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient was not recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.